Manufacturer narrative:
Further information from the reporter regarding event, product and physician information has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side rupture and "tension sideways frequently", "definitely faulty", and "ripped for inexplicable reasons". Device has been explanted.